Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in lot #. It was initially reported the lot number was vd28, however that lot was deemed invalid and the valid lot number has been provided.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the physician prepared the portico solopath correctly and introduced it in the right femoral artery of the patient. He expanded the sheath with a balloon inflator, and then tried to remove the dilator in order to introduce the balloon to proceed with the dilatation of the artic annulus. It was impossible to remove the dilator, it seemed that the nose cone always crushed with one side of the sheath and it was impossible to introduce it in the sheath. The physician then decided to remove the solopath and use an ultimum 19f introducer instead. The patient suffered a dissection in the femoral artery and the physicians implanted a peripheral stent to treat it. It was reported that the patient was recovering. Additional information was received on may 25, 2018. A tavi procedure was being performed. Blood loss was less than 250cc. The physician did not know when the dissection occurred, he did not do any contrast test during the exchange of the introducers. Deflation was done correctly without any issue. The artery was tortuous. A lot of calcium was present. The procedure outcome was good and the patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and the completed investigation. The actual device was not returned for evaluation, however, the user provided a video. It showed difficulty removing the balloon dilator from the sheath. In the video, the user attempted to remove the balloon dilator but the fairing tip appeared to catch on the distal tip of the sheath. The IFU states "the portico solo¿ is to be advanced over the guidewire as a single unit. Do not allow separation or misalignment of the central balloon expander from the unexpanded sheath prior to expansion within the vasculature." There is no evidence that this event was related to a device defect or malfunction. The cause of the difficult removal appeared to be due to the misalignment of the balloon dilator and sheath. The IFU does indicate that the balloon dilator and sheath should not be separated or misaligned during use. The video supplied shows the user separating the balloon dilator and sheath although the video was taken after the use of the device on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional event information.

Event description:
Additional information was received on 9/13/18. A 50/50 mixture of contrast was used to confirm the inflation of the solopath sheath. They were not able to retrieve, there was an issue with the dealignment of the expander.